Event description:
The facility reported an infusion pump with a 12:303. The facility's representative stated that no patient incidents were reported on this pump since the last baxter service event. It is not known if the reported event occurred while infusing on a patient.